Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. The patient reported that the recharging had taken a long time ever since implant. It was reported that it took about half a day to recharge the ins. The patient stated that they would let the battery level get very low before charging. No symptoms or complications were reported.